Event description:
It was reported that, "doctor removed hip prosthesis and converted to a total hip from a bipolar hemi hip."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR as per hospital policy. If additional info becomes available, then it will be submitted in a supplemental report.